Event description:
It was reported that an ilet user questioned whether insulin was being delivered after observing elevated readings, with a fingerstick of 299 mg/dl and an ilet reading of 280 mg/dl following breakfast, noting a pre-meal blood glucose of 179 mg/dl; the medical device problem and device component could not be characterized due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, along with data synchronization. Investigation of this case revealed no findings available, and the medical device problem and device component remained insufficiently characterized. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.